Event description:
A malfunction alarm was reported by the customer, indicated by the display of malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. The malfunction code did not recur after the reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.